Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the doctor's point-of-care (poc) and the lab. Results as follows: date: (B)(6) 2012, inratio: 3.6, doctor's poc: 8.0, lab: 7.0. Time between inratio result and doctor's poc: 2 hours time between inratio result and lab: 3 hours. Pt's therapeutic range: 2.5-3.5 inr.